Event description:
The user facility reported that the images on the monitor were lost in the middle of the procedure. The patient was moved to a different room to complete the procedure. It is unknown at this time whether this caused injury to the patient.

Manufacturer narrative:
The video processor was not returned to olympus for evaluation. A field service engineer inspected the unit, and did not duplicate the reported phenomenon, however, the sync cable was found not to be secure. The field service engineer re-secured the video cables. Olympus followed-up with the user facility via telephone and in writing to obtain additional information but no further details was provided. The exact cause of the reported phenomenon could not be conclusively determined at this time. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.